Event description:
I used fixodent and poligrip from approximately (B)(6)2006 until (B)(6)2008. While I was using fixodent, I began experiencing numbness and tingling in my extremities. On (B)(6)2008, I was diagnosed with neuropathy. I still can't feel my pinky, middle finger or ring on both hands, constantly painful and numb. My hands hurt. Dose or amount: denture cream. Frequency: 3x a day. Route: oral. Dates of use: (B)(6)2006 - 2008. Diagnosis or reason for use: denture cream. Event abated after use: no.